Event description:
I used playtex sport tampons. The string came out leaving the tampon inside. I could not remove it with all effort. I ended up in the doctor's office and with a (B)(6) bill. Retailer: (B)(6). Purchase date: (B)(6) 2011.